Manufacturer narrative:
A reagent issue can be excluded. The field service engineer checked the analyzer. The cell rinse was adjusted and after this, the analyzer was confirmed to be running back within specifications. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved by the service actions.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with tina-quant hemoglobin a1c gen.3 on a cobas c 513 analyzer. The first sample initially resulted in an hba1c value of 14.0 % and it repeated as 5.9 %. The second sample initially resulted in an hba1c value of 10.2 % and it repeated as 7.6 %. The third sample initially resulted in an hba1c value of 10.9 % and it repeated as 5.6 %.